Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer had high blood glucose levels of 512 mg/dl. The customer reported a no delivery alarm from the insulin pump. The customer reported treating with the insulin pump. Troubleshooting was done. The customer was advised that there may be a site related issue with the delivery of insulin. The customer reported a bent cannula. No additional information is provided.